Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted, the inner tubing was kinked/buckled, there was blood in/on the helix mechanism, and the lead was damaged at implant.

Event description:
It was reported that during the implant attempt, the lead had no capture and no sensing. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.